Manufacturer narrative:
Per software investigation from medtronic navigation engineers, the system changed instruments to an instrument that wasn't configured for the procedure because the geometry of the instrument tracker was oriented within the threshold and time constraints of the reference tracker for the instrument that was switched too. A more current tools database was on the system than required for the previous version of software. This threshold has been reduced in the patient (B)(6) for 2.2.1 and this issue cannot be reproduced on the most current version. No impact on patient outcome reported.

Event description:
Site reported issues verifying the straight suction and straight probe. The other instruments verified and tracked without issue. They tried to reposition the emitter for verification of the longer instruments. The straight suction and straight probe verified, but after surgeon put it down and brought it into the field in the sinus, the straight probe comes up as the elevator probe on the screen. They tried another instrument set and had the same issue with the straight probe. Surgeon confirmed they are using software version 2.1.1. No impact on patient outcome reported.